Event description:
Inbound. (B)(6) reports patient had a no disposable clamp tublng alarm on cadd legacy pump serial number (B)(4), resolved with stopping and restarting pump but reoccurred 2 hours later with volume 53 ml left. Priming to remove 2. Air bubbles in cassette tubing, restarted pump and verified pump running with no alarm. Cassette lot number not provided. No further details provided.